Event description:
While surgery was in progress, doctor saw sparks coming from electrosurgical pencil. Pencil tip was active/hot. Machine was turned off. Pencil was part of a custom lap pack provided by co.